Manufacturer narrative:
Device evaluation summary: according to the information provided, the patient experienced a deflation on the implant. During evaluation of the sample, a line of shell wear was observed on the posterior aspect. Within the shell wear, a tear measuring 1.4 cm was observed. No additional anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Shell wear suggests in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent an unspecified breast augmentation with an unknown mentor saline breast implant and experienced postoperative right-sided deflation. As a result, the patient underwent removal and replacement with 330cc mentor smooth round high profile, catalog # 3503330, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.